Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all the valve leaflets were observed in a semi-relaxed configuration, a standard characteristic for this valve type. All leaflets were pliable and intact. No leaflet damage or defects were noted. All commissures were intact. One blue multifilament suture remnant was attached to the sewing ring. Minor fabric tears were observed. These conditions are consistent with explant related handling. The returned mosaic mitral valve was evaluated by mosaic manufacturing inspectors, pl and mh. The valve showed no visual anomalies that may have contributed to the reported allegation of ¿leaflet immobility¿. The valve demonstrated good leaflet flexion, deep coaptation depth, and proper free-margin alignment. There were no indications of leaflet retraction, scarring that could restrict flexion, excessive tension, or muscle bar abnormalities. A coaptation test was performed on the valve in accordance with procedure. Under these conditions, the returned valve remained fully closed and met the depth of coaptation requirements. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the valve 310c27 mosaic mitral cinch 27mm in the mitral position, a hydrostatic test was performed on the implanted valve. Severe insufficiency was observed, and the leaflets of the valve were noted to have no movement, indicating valve leaflet immobility. Another valve was subsequently implanted. No patient complications have been reported as a result of this event.